Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the extension lines of a cvc catheter. Visual analysis did not reveal any defects or anomalies. A probable cause of the extension line/luer hub separation cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report of an extension line luer hub separation could not be confirmed through examination of the customer supplied photo. The image showed the extension lines of a cvc catheter. No defects or anomalies were observed; however, the actual complaint sample was not returned for evaluation. A device history record review was performed with no relevant findings. The probable cause of the extension line/luer hub separation could not be determined based upon the information provided and without the actual sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the connector (hub) detached from the extension line. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the connector (hub) detached from the extension line. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.